Event description:
Per the clinic, the recipient developed a skin lesion, causing scarring and pain in the magnet area. Subsequently, the patient was treated with topical antibiotics (specific date & duration not reported).